Manufacturer narrative:
The reported event of helix would not extend was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. After applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician tested helix for the atrial lead prior to implant and the helix would not fully extend. There was no patient involvement.